Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The root cause of the leak condition is due to particulate matter trapped between the checkband and the stress-member. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which there was a backflow observed from the filling port. The event occurred during filling. The device was filled with saline. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.